Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock while having intimacy. Technical services were consulted and it was noted multiple challenging morphologies. Very challenging fast rhythm with some double counting for the device to handle. Troubleshooting options were recommended including to assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock while having intimacy. Technical services were consulted and it was noted multiple challenging morphologies. Very challenging fast rhythm with some double counting for the device to handle. Troubleshooting options were recommended including to assess an x-ray. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.